Event description:
In (B)(6) 2006, the plaintiff had a non-ams mesh product removed and an ams perigee was implanted on the same date. It was alleged by the plaintiff's attorney that, "during 2007 to 2009, plaintiff underwent numerous additional revision surgeries to remove the above mesh products and associated scarring, and to treat the recurrent pelvic pain and pelvic organ prolapse." Plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the plaintiff has been injured, and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.